Manufacturer narrative:
Corrected information: date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Name of procedure: anterior colporrhaphy, tvt, cystoscopy and enterocele repair with porcine dermal graft. Pre-op diagnosis: potential incontinence, cystocele and rectocele. Post-op diagnosis: potential incontinence, cystocele and rectocele. On (B)(6) 2010 the patient visited the doctor for dropped bladder and recurrent utis. A screening cystourethroscopy was performed on (B)(6) 2010 for recurrent urinary tract infections and cystocele. The patient visited the doctor on (B)(6) 2015 and stated she noted a vaginal bulge getting worse a few weeks ago. She stated that the other day she felt that her vaginal bulge came outside the opening to her vagina. On (B)(6) 2015 the patient visited the doctor for preop for mesh erosion. On (B)(6) 2015 the patient visited the doctor postop. A pelvic ultrasound was done and the examination demonstrated the presence of a seroma beneath the anterior abdominal wall on the right side adjacent to the incision.

Manufacturer narrative:
Exemption number: e2013003. Covidien is submitting this report of behalf of c.r. Bard, inc., (importer). C.r. Bard reference number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced right hip trochanteric bursitis, dropped bladder/stage iii cystocele (prolapse), rectocele, stage ii apical prolapse/ vault eversion, urge urinary incontinence, recurrent urinary tract infection (uti), right lower quadrant pain, escherichia coli in urine (bacterial infection), obesity, atrophic genitalia/vaginitis (inflammation), poor kegel muscle strength, renal stone, nocturia, hypersomnia (sleep disturbances), headache, urethral hypermobility, vaginal pressure, vaginal bulge, fecal incontinence, mesh erosion, reaction to adhesive tape (foreign body reaction), seroma, and required additional surgical and non-surgical interventions.

Event description:
Per additional information received, the patient has experienced pain, infection, urinary problems, recurrence and required additional surgical and non-surgical interventions.